Manufacturer narrative:
This medwatch is being submitted for advantage system 1. Reference medwatch with a1 pt for sustpect device in advantage system 2.

Event description:
Customer alleged blood glucose results of 148 mg/dl with advantage system 1 and 78 mg/dl with advantage system 2 when tests were performed back-to-back. Customer reported having no symptoms, and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.